Event description:
During use of bipolar laparoscopic instrument, pt's leg appeared to jump. No injury noted. Instrument checked. Used again and seemed pt also appeared to jump. No injury noted. Insert blackened at its end. Pulled from stock.

Event description:
During use of bipolar laparoscopic instrument, pt's leg appeared to jump. No injury noted. Instrument checked. Used again and seemed pt also appeared to jump. No injury noted. Insert blackened at its end. Pulled from stock.